Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the white out image could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that he was getting a whited-out image with multiple scopes while using his olympus evis exera iii video system center. According to the initial reporter, this event occurred during an ercp procedure. Reportedly, the device was not inspected prior to use. It could also not be confirmed whether the procedure was completed or not; though, the initial reporter did confirm there was no patient harm.

Manufacturer narrative:
Following the initial report, the olympus representative (rep) spoke with the customer and confirmed that there were no additional details that could be provided and help resolve the issue. It was agreed that the customer could monitor the issue and isolate any potentially compromised scopes that could be causing the problem. Reportedly, no additional events have occurred, and the customer does not intend to return the device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.